Event description:
A report was received stating that a portion of the leads were left inside the patient during an explant procedure. The lead portions were left in the patient's epidural space because the explanting physician was unable to remove them. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by medical facility and will not be returned for evaluation. This is the final report.